Manufacturer narrative:
Additional information: on november 12, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 800cc mentor memorygel breast implants, catalog number 3508004bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2019. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast reconstruction revision with mentor memorygel breast implants 800cc and experienced bilateral baker grade iii capsular contracture post-operational. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants 800cc on (B)(6)2019. This report is for the left side.